Event description:
Patient was on an oxytocin drip when rn noted free flow blocking device was not working on alaris pump channel. Patient received a bolus of medication causing tetanic contractions. The same tubing was used in another channel and worked appropriately. The offending channel was tried again with different tubing and not attached to patient and the fluid came through rapidly again. IV channel 8100 alaris serial number (B)(4) was retrieved by clinical engineering who sent channel to company 8/19/21. FDA safety report ID # (B)(4).